Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure while the right ventricular (rv) lead was placed in the rv apex, diaphragmatic stimulation was observed. The physician moved the lead to another position and was unable to deploy the helix. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Analysis information -- 2014 (B)(6) 15:32:55 cst pli# 10 product ID# 693558 the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, analysis was performed and no anomalies were found, visual summary analysis of the lead indicated damage at implant, analysis information -- 2014 (B)(6) 19:44:19 cst pli# 20 product ID# mdt-pinchontool the device was returned and analyzed. Analysis was performed and no anomalies were found, analysis information -- 2014 (B)(6) 19:43:23 cst pli# 20 product ID# mdt-pinchontool the device was returned and analyzed. Analysis was performed and no anomalies were found, product ID mdt-pinchontool. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.